Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. On (B)(6) 2024, a nurse gave a patient a closed IV needle for IV infusion and indwelling, during the operation, blood leakage occurred at the interface between the front end of the needle and the v-type indwelling needle, a new closed IV needle was immediately replaced for the patient's use, and the patient was successfully punctured and indwelling.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. Dhreview lot 3325172. 1 this batch of products were assembled at intima ii auto line 4 in december 2023, and packaged at cfs package line in december 2023. Work order quantity was 99,000 ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received, the leakage site and damage state of the indwelling needle cannot be identified, so the root cause of blood leakage cannot be confirmed.

Event description:
No additional information provided.